Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. The pressure transducer was replaced by the tech and the machine was returned to service. Part not available for eval.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation mode nad prime (machine set up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.